Manufacturer narrative:
Additional information : the lot was manufactured between november 07, 2018 - november 09, 2018. Only one (1) actual sample was received for evaluation. Visual inspection identified a circle marking of the alleged leak area at the spike port weld. The fill port was cut where the customer likely drained the contents. Functional testing was performed which revealed leakage from the spike port weld, dripping down the spike port. Magnified inspection was performed which observed a tear/hole at the spike port weld in front of the bag where the leak occurred. The reported condition was verified. The cause of the condition could not be determined. This issue is being further investigated. The remaining four (4) samples were not received; therefore a device analysis could not be completed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported five (5) 2000 ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags leaked from unspecified locations. The leaks were discovered prior to patient use. There was no patient involvement. No additional information is available.